Event description:
It was reported that the unit made a funny noise and the light diminished to nothing. It was further reported that the unit's performance disrupted 2 cases and that it has had 10 previous work orders assigned to it.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.